Event description:
Customer reported that the insulin pump alarmed motor error an hour after changing the infusion set. It was also confirmed that the customer received two other motor error alarms back in (B)(6) 2014. Customer also stated that insulin is squirting out of the infusion set at prime process and she received a no delivery alarms. She stated that the battery is lasting a week. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose is over 500; customer treated with insulin pump. Customer declined to return the device. Nothing further reported.

Manufacturer narrative:
Unit function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.